Manufacturer narrative:
All buttons functioning properly. No damage in keypad assembly was noted. No button error alarm was noted. Inspected lcd connector and no unlocked connector was noted. The insulin pump was received with minor scratched display window.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer's blood glucose was 179 mg/dl. The customer's mother also reported that the sensor stopped working. She noted that the insulin pump may have been exposed to sweat because the customer sweats easily. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.